Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unknown procedure. It was reported that during the index procedure, the reliant balloon burst during the initial inflation attempt within the stent graft under normal use conditions. Normal pressure was applied during balloon inflation, and no stent graft movement was observed during the attempt. There was no calcification in the area where the balloon ruptured. It was noted that slight resistance was encountered during balloon insertion through a 12 fr non-medtronic sheath. No issues were noted with the balloon prior to use. The reliant balloon was replaced with a non-medtronic product, and inflation was performed without issue. No patient complications were reported. Per the physician the cause of the balloon rupture is undetermined. No additional clinical sequelae were reported and the patient is fine.